Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint about the difficulty charging ipg was not verified. In the lab, there was no issue coupling the ipg with a charger, and the ipg was charged in two cycles from its hibernation. However, in the profile data, the charging difficulty was evident similar to the characteristics of tilted ipg orientation or deep pocket.

Event description:
A report was received that the patient was experiencing difficulty charging because the ipg settled at an angle. The patient will undergo a pocket revision wherein the physician will reposition the ipg.

Event description:
A report was received that the patient was experiencing difficulty charging because the ipg settled at an angle. The patient will undergo a pocket revision wherein the physician will reposition the ipg.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced and relocated. The patient was doing fine following procedure.

Event description:
A report was received that the patient was experiencing difficulty charging because the ipg settled at an angle. The patient will undergo a pocket revision wherein the physician will reposition the ipg.